Event description:
It was reported that during the procedure, a 3.0mmx120mmx150cm armada 14 balloon dilatation catheter (bdc) was advanced over a pilot 200 guide wire and into a 5-fr non-abbott sheath, then advanced without resistance to treat multiple lesions in a non-tortuous tibial vessel. The armada was successfully inflated and deflated a couple of times, using a 20/30 indeflator inflation device, in two different lesions in the distal tibial vessel. The armada balloon was then retracted and positioned in a third lesion (described as having a bit of calcification with the presence of thrombotic tissue, and sausage-shaped), proximal to the previous two lesions. It is unknown whether the thrombotic tissue was present prior to use of the armada or whether the armada caused to contributed to the thrombotic tissue. When dilating the proximal third lesion, after the 1st inflation to 8 to 10 atmospheres for 10 seconds, the armada balloon was completely unable to be deflated. Reportedly, the physician believed there was something blocking entry of the balloon and was likely due to contrast media having traces of blood coming from the gloves, or kinking of the balloon catheter. The armada balloon was inflated and deflated a couple of times in order to completely deflate the balloon. The device was removed from the patient anatomy without issue and dilatation of the 3rd lesion was considered completed. There were no adverse patient effects and while there was a delay of a couple of minutes, the delay was not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was able to be confirmed; however, the deflation difficulties were not able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: pilot 200. Inflation: indeflator 20/30. Sheath: 5f non abbott . The device has been received. Investigation has not been completed. A follow-up report will be submitted with all additional relevant information.